Event description:
Medtronic received info that the pt with this bioprosthetic mitral valve exhibited shortness of breath. Diagnostic testing demonstrated mitral regurgitation. The device was subsequently explanted in a dual valve replacement procedure, and was replaced without reported pt complication. The aortic valve is contained in MDR 2025587200800055.

Manufacturer narrative:
Eval: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: to date, the product has not been returned for analysis. Without product return, analysis is limited to review of the device history record, which shows that the product mfg specs when released for distribution. Conclusion: exact cause of the event cannot be determined at this time, as the product has not been returned for analysis. Return of the device is anticipated. Upon receipt, a thorough investigation will be completed, and a follow up report will be submitted. The device was explanted and replaced without reported pt complication.